Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. However, device received with corroded battery tube. No failed battery test noted. Device received with intermittent button response due to light moisture damage to keypad traces. Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. Device received with minor scratches on lcd window. Device received with cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was over 600 mg/dl. Customer reported the device was unable to complete rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.